Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported event was confirmed in the laboratory. Visual inspection found the hv capacitor was bloated. After replacing the original hv capacitor pair, the charge time was normal. The cause of the extended charge time anomaly was isolated to the original hv capacitor.

Event description:
It was reported that the device was explanted due to extended charge time.